Manufacturer narrative:
Product event summary: performance data from the device was received and analyzed. Analysis of this data showed the battery indicator signifying that it is time for device replacement. The actual returned device was later analyzed. The device met 93.84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the physician felt the battery of the device should have lasted longer than just over three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.